Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6)) and the image provided for review. The log files contained approximately 2.5 days of data (30 may 2021 to 02 june 2021 per the timestamp). The log file captured a backup battery fault followed by the controller going into backup mode. During backup mode the system controller will not record log file events, as a result if a log file pulled from an exchanged controller doesn't have events to indicate that it was removed from use, it's an indicator that the controller was operating in backup mode. During backup mode there will be a yellow wrench illuminated with one half of the pump running symbol illuminated and a controller fault message. Both the log file and the image provided by the customer indicate that the system controller was operating in backup mode. The system controller, serial (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The returned system controller started in primary mode and did not switch to backup mode (unless intentionally initiated) during testing. Additional information provided communicated that exchanging the system controller resolved the issue. The root cause of the controller entering backup mode could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08feb2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller fault. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient's primary controller backup battery was 1 month from expiring. When the backup battery was replaced, it triggered a controller fault advisory alarm. Notably, the green pump running symbol was only illuminated on the right half of the circle (was dim, but fully illuminated prior). The alarm continued when changing back to the previous backup battery. The controller did not communicate when connecting to the power module at this time for interrogation. A controller exchange was performed. The patient had no symptoms and no further alarms. The new controller functioned appropriately. Once disconnected from the patient, however, the controller fault alarming controller shut down when both external batteries were removed (without holding down the battery button to put the controller in sleep mode). This controller did power back up and communicate with a different power base module in order to obtain logfiles. A review of these logfiles captured a backup battery fault on 02may2021 at 1019 which the last event captured in the log. The log from the new controller only captured one viable event and shows the pump operating as intended. Technical services noted that the backup batteries are sent with diminished charge per federal aviation administration guidelines and can sometimes not work appropriately due to the low charge state but they were uncertain if that was the case here. The customer requested a warranty replacement for the battery from customer service.